Manufacturer narrative:
(B)(4). The customer reported while performing a weekly image quality check on 20-nov-2014, the CT value offset was off by 10-15 hounsfield units (hu). This issue was identified during a routine quality assurance (qa) test, and there was no patient involvement. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander and no misinterpretation and/or mistreatment as a result of this issue. The customer notified the philips helpdesk and requested philips service to come and evaluate the CT system. A philips fse was dispatched to the customer site that same day (20-nov-2014) and the fse performed a CT value offset calibration (hcor) and an air calibration to resolve the issue. The fse confirmed that the CT system was working within specification and fully operational before handing the system back to the customer for clinical use. The fse confirmed the bug report and any data associated with the issue were no longer available for additional analysis and philips engineering was unable to determine or confirm the cause of this malfunction. The overall risk is based on engineer's investigation and was determined to be of acceptable risk. It has been concluded that if this event were to recur it would not be likely to cause or contribute to death or serious injury. Design mitigations include daily and monthly image quality checks by operator in the instruction for use along with proper calibration instructions. A philips field service engineer (fse) performed a CT value offset calibration (hcor) and an air calibration to resolve the issue.

Event description:
The customer reported that the CT value offset was off 10-15 houndsfield units (hu) during a weekly image quality check. The philips field service engineer (fse) confirmed that there were no image quality issues and there was no harm to a patient, operator or bystander. The fse performed CT value offset calibration (hcor) and air calibration to resolve the issue. If the CT value was off 10-15 hu, there is potential for misinterpretation and/or mistreatment of a patient as a result of this reported event.

Event description:
The customer reported that the CT value offset was off 10-15 houndsfield units (hu) during a weekly image quality check. The philips field service engineer (fse) confirmed that there were no image quality issues and there was no harm to a patient, operator or bystander. The fse performed CT value offset calibration (hcor) and air calibration to resolve the issue. If the CT value was off 10-15 hu, there is potential for misinterpretation and/or mistreatment of a patient as a result of this reported event.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).